Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the eos battery status. The device was implanted for 45 months and 129 charging cycles were recorded in the icds memory. The memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery. The analysis of the shock holter data showed that an amount of 87 charging cycles was performed by the device within one hour on (B)(6) 2022. As a result of that fast-successive charging the eos battery status had occurred. In conclusion, in the available iegms the occurrence of noise was observed in the right ventricular channel. This led to fast successive charging cycles that partially resulted in shock deliveries. The activation of the eos status resulted from that fast-successive charging. However, there was no indication of an ICD malfunction. The integrity of the lead cannot be assured.

Event description:
Oversensing (lead noise) with shocks was reported approx. 45 months after the implantation. The device and lead were explanted. Should additional information be received, this file will be updated.